Event description:
The following has been reported: biomed reported: there was an incident, and customer is trying to figure out if it was user error or the pump. Ran a test infusion today for function test. Model: ivenix infusion system, serial number: (B)(6), incident report recorded, incident occurred (B)(6) 2025. Waiting for confirmation of no patient harm, reported issue, and if issue stopped active infusion. Additional information (B)(6) 2025: pump alarmed "air in cartridge". Pump infused entire bag of zosyn over 8 minutes instead of the programmed 30 minutes. A preliminary review identified the following issue: unintended flow/therapy (overdose, no ae). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned. The reported issue, "there was an incident, and they are trying to figure out if it was user error or the pump". Probable cause user error. Per the biomed a review of the logs has determined that the pump was functioning normally during its infusion operations. During the time of the event, the pump was infusing on its secondary line and had multiple ipc leaks in where it stopped infusion. These alarms were cleared by the user and then the flow rates were changed by the user to infuse on the primary line. No signs of faults or errors were found with the infusion process by r&d. Pump can be returned to customer use. The issue cannot be confirmed or refuted. A device history review was conducted and no related manufacturing non-conformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No further actions required.